Event description:
The hosp reported an adverse event occurring after a basilar artery angioplasty and stent placement procedure in the brain stem. Further medical intervention was required. The hosp reported that they were able to cross the lesion in the proximal basilar artery with a balloon catheter. The device in question (stent) was deployed without complication. The hosp reported that the area even showed some improvement. Within 24 hours of the procedure, the pt suffered strokes. The pt suffered multiple embolic infarctions involving the right pons, the left occipital lobe, and the splenium of the corups callosum, without any hemorrhage. The hosp reported that the pt currently hospitalized, but condition is improving.

Manufacturer narrative:
The device in question was not returned to the MFR because it remains implanted. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info is found, a supplemental report will follow.